Event description:
It was reported that the patient had two pumps that were infected. (Refer to manufacturer report # 3007566237-2014-02181 for the other infection event). The type of medication being delivered via the device system at the time of the event was not provided; however, hydromorphone was listed as an old medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).